Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 ag self-test otc on (B)(6) 2022 on a nasal sample. Two days after, the patient went to the hospital for testing on an unknown device that generating a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to correct the following fields of the intial and supplimental. Removing the "device bla" from g4 and correcting the "PMA/510(k)" number.

Manufacturer narrative:
This report is being submitted to correct the following fields of the initial report. Please see corrected fields: c, d2, g4, g6 and h2.